Event description:
After 1 day of iab therapy, high pressure alarms sounded, blood was noted in the tubing. The iab was removed and replaced w/competitors, after 2hrs a balloon leak was noted, removed and replaced with bard iab. Less than 24hrs, alarms sounded, blood noted in tubing, removed and replaced, the last iab was removed electively w/o incident. Pt expired later due to illness.

Manufacturer narrative:
Eval is for 2nd iab returned. 1st iab not evaluated. Partial sample returned.